Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and straps were used. Prior to being introduced into the sterile field, a hole was noticed in the sterile packaging. The product was not used on the patient. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the evaluation indicted that the returned package was mishandled at an unknown point and the pouch was damaged from the outside to the inside.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.